Event description:
It was reported that during the device changeout, it was noted that the implanted right ventricular (rv) lead had an outer insulation tear at the point where it inserts into the device connector block. The physician applied a medical adhesive to the lead, since the inner insulation around the individual wire/coil was still intact. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).